Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an increase in shock impedance measurements which exceeded 125 ohms. The system remains in service and no adverse patient effects were reported. It was reported that review of the most recent remote monitoring data identified shock impedance measurements had increased to approximately 150 ohms. This right ventricular (rv) lead has been implanted for twenty years. Sensing and pacing impedance measurements on the rv channel have been stable and within normal range throughout the past year. Additionally, review of a recent non-sustained ventricular tachycardia (nsvt) event showed the electrograms were free of noise with appropriate sensing. A device changeout was performed 2 years ago at which time, a commanded shock resulted in a measurement of 116 ohms. A boston scientific technical services consultant suggested a commanded r-wave synchronous shock be considered to confirm shock efficacy in the event the patient has a true arrythmia. The system remains in service and no adverse patient effects were reported. It was reported that a revision procedure was performed and this rv defibrillation lead was removed from service. The physician experienced difficulty removing the lead due to a heavily calcified junction in the superior vena cava. The lead broke and one segment was explanted and the other segment was surgically abandoned. The explanted portion of the lead was disposed and will not be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an increase in shock impedance measurements which exceeded 125 ohms. The system remains in service and no adverse patient effects were reported. It was reported that review of the most recent remote monitoring data identified shock impedance measurements had increased to approximately 150 ohms. This right ventricular (rv) lead has been implanted for twenty years. Sensing and pacing impedance measurements on the rv channel have been stable and within normal range throughout the past year. Additionally, review of a recent non-sustained ventricular tachycardia (nsvt) event showed the electrograms were free of noise with appropriate sensing. A device changeout was performed 2 years ago at which time, a commanded shock resulted in a measurement of 116 ohms. A boston scientific technical services consultant suggested a commanded r-wave synchronous shock be considered to confirm shock efficacy in the event the patient has a true arrythmia. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an increase in shock impedance measurements which exceeded 125 ohms. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system exhibited an increase in shock impedance measurements which exceeded 125 ohms. The system remains in service and no adverse patient effects were reported. It was reported that review of the most recent remote monitoring data identified shock impedance measurements had increased to approximately 150 ohms. This right ventricular (rv) lead has been implanted for twenty years. Sensing and pacing impedance measurements on the rv channel have been stable and within normal range throughout the past year. Additionally, review of a recent non-sustained ventricular tachycardia (nsvt) event showed the electrograms were free of noise with appropriate sensing. A device changeout was performed 2 years ago at which time, a commanded shock resulted in a measurement of 116 ohms. A boston scientific technical services consultant suggested a commanded r-wave synchronous shock be considered to confirm shock efficacy in the event the patient has a true arrythmia. The system remains in service and no adverse patient effects were reported. It was reported that a revision procedure was performed and this rv defibrillation lead was removed from service. The physician experienced difficulty removing the lead due to a heavily calcified junction in the superior vena cava. The lead broke and one segment was explanted and the other segment was surgically abandoned. The explanted portion of the lead was disposed and will not be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2008. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy.